Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the depleted battery. Although requested, the AED has not been returned and the cause of the complaint is not known.

Event description:
An international distributor reported that their AED battery was depleted. They reported that this did not occur during patient use.